Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an x-ray image showed the heartmate3 left ventricular assist device (lvad) at an unusual angle. An echo was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The echo revealed that the left ventricle size was normal and there was normal wall thickness. There was no thrombus present in the left ventricle (lv). There was severely reduced lv systolic function with an estimated ejection fraction (ef) of 15 - 20%. The heartmate 3 lvad was present. The septal position was midline. The aortic valve was opening every beat. There was no significant aortic insufficiency (ai) or mitral regurgitation (mr) noted. Pulmonary hypertension was not suggested by doppler findings. The estimated right ventricular (rv) systolic pressure was 23.00 millimeters of mercury (mmhg). There was mild tricuspid valve regurgitation. The rv was not well seen. The rv appeared to be normal in size. There was moderately reduce rv systolic function. The tricuspid annular plane systolic excursion was 1.53. The right atrial pressure was estimated at 3 mmhg. The pump malposition was ruled out as the heart failure doctor deemed that the lvad was not at an unusual angle. The rv dysfunction did not exist pre-lvad implant. The tricuspid regurgitation existed pre-lvad implant. There was no device related issue that contributed to the rv dysfunction or the tricuspid insufficiency. The reason for the aortic valve opening every beat was hypertension. This had resolved and the patient was less pulsatile. The pulsatility index (pi) was from 2 to 3.

Manufacturer narrative:
Section e3 - occupation: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular (rv) dysfunction could not be conclusively established through this evaluation. The submitted log files captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported that this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.